Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the patient stated he had stopped charging or using the scs system for over six months. Stimulation therapy was restored postoperatively and the issue was resolved.